Event description:
It was reported that the temperature won't adjust to 49 degrees. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Wear and tear damage to drain fitting, enclosure, water tank cover, plate clip, and line cord. Filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The root cause is was pcb damage. Pm performed. Replaced pcb due to visual damage and not turning on. Replaced water tank cover due to leaks. Replaced drain fitting, enclosure, plate clip, line cord, reflux plug, and switch label due to visual damage. Replaced interlock block due to stripped screw holes. Replaced power switch and switch retainer under CAPA# (B)(4). Then, the device passed the functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.